Event description:
Paramedics used the device to administer external pacing to a patient diagnosed as asystolic. The device allegedly stopped pacing for no apparent reason,. A backup device was used to administer pacing with no other problems reported. The reporter indicated there were no adverse affects to the patient related to the use of the device.